Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal (iipv) volume event was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 18:08:59 during night drain cycle 6. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.